Event description:
It was reported that powerpicc was leaking. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo ft catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A slightly diagonal, circumferential split was observed in the red lumen of the catheter about 1.5 mm distal to the molded joint. Both lumens of the catheter were flushed with a 12 ml syringe of water and leakage was observed emanating from the split in the catheter when the red lumen was flushed. A microscopic observation revealed the edges of the split to be rough and mostly straight with an uneven and granular surface texture. The split was observed to extend through the septum of the catheter and into the purple lumen. Whitening of the catheter material was observed at the corners and edges of the split, and the surface of the catheter material was observed to be less lustrous near the split. Some wrinkling of the surface of the catheter was also observed near the edges and at one of the corners of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1387 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc was leaking. No other information was provided.